Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, assistance with a question about an intermittent disappearance of the arterial waveform and blood in tubing. User stated the balloon was ruptured ad it was replaced. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.